Event description:
It was reported that the customer experienced a low blood glucose level. The paramedics on (B)(6) 2015 came to her home due to a low blood glucose event of 16 mg/dl. She was in a coma. The customer was not transported to the hospital. She stated that the perceived cause of her low blood glucose level was due to her hormones. She is premenopausal. The customer's blood glucose level would drop very low and she would go into a coma every month, around the same time she was ovulating. The customer was treated with IV glucose. The customer had issues with her sensor and blood glucose level readings. Her blood glucose level was 377 mg/dl but her sensor glucose reading was 149 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The insulin pump powered off due to weak signal alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.